Manufacturer narrative:
Mml# (B)(4) other device explanted. Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6) UDI #: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) pocket site. The exact onset date of the infection is unknown, but redness, swelling, and dehiscence were reported at the ipg pocket site. No product deficiency was reported, and the product was working as intended. The patient was treated with antibiotics (oral and IV) and underwent wound washout. It is unknown whether a culture was taken and what the results were. The entire ipg and leads were removed without complications. There was no report of patient harm or injury. The device was not returned for evaluation due to facility policy. However, the device history records and sterilization process were reviewed. No relevant nonconformances were found.